Event description:
The rptr stated the surgeon implanted a 11.5mm icm115v4 implantable collamer lens in the pt's right eye on (B)(6) 2010. The lens was explanted on (B)(6) 2011 due to low vault. The lens was exchanged for a longer lens. Pt's last visit on 10/01/2011, bcva - 20/20.

Manufacturer narrative:
(B)(4).